Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that prior to a case, when powering on the system, the site got an error initializing collimator. The site rebooted and the error cleared. They were able to start the case. There was no patient involved.